Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A (B)(6) home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 4. The hp stated the lines appeared normal and no leaks were noted. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up and advised the hp to cycle power to clear the alarm. The patient would complete therapy with new supplies. There was no patient injury or medical intervention reported.